Event description:
This supplemental report is being filed to provide additional information that, as the patient's diuresis has progressed, the system impedances were now increasing to a range that is within the normal operating range. Technical services received the system impedance data and will review it for the doctor. There were no adverse patient effects. The system remains implanted. It was reported that the shock impedance was less then 30 ohms. Technical services advised to send in data for a review of the device impedance history. The system remains implanted. There were no adverse patient effects.

Event description:
It was reported that the shock impedance was less then 30 ohms. Technical services advised to send in data for a review of the device impedance history. The system remains implanted. There were no adverse patient effects.